Event description:
There was an allegation of questionable elecsys folate iii results for 3 patient samples on a cobas e 801 module. The customer was prompted to repeat the samples as the qc initially failed. For sample 1, the initial folate result was 3 ng/ml. The repeat result was 4.4 ng/ml. For sample 2, the initial folate result was 4.2 ng/ml. The repeat result was 5.7 ng/ml. For sample 3, the initial folate result was 3.1 ng/ml. The repeat result was 4.2 ng/ml.

Manufacturer narrative:
The folate reagent lot number and expiration date were not provided. The field service engineer (fse) replaced a bent prewash nozzle, checked alignment, replaced measuring cells, sipper nozzles, and tubing. The fse performed a blank cell test, an instrument check, and calibration successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.